Event description:
The customer contacted physio-control to report that their device was turning off on it's own. They reported pushing the codesummary button and then it would sometimes shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Corrected data: section h6 results code of the initial medwatch report indicated: electrical/electronic component problem identified (4203) section h6 results code of the initial medwatch report should indicate: operational problem identified (114) section h6 conclusion code of the initial medwatch report indicated: cause traced to component failure (4307) section h6 conclusion code of the initial medwatch report should indicate: cause not established (4315) additional manufacturer narrative: the root cause could not be determined.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control evaluated the customers device and was unable to duplicate the reported issue. However, the reported issue was verified using the electronic device data. The battery pins and power pcb assembly were replaced. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was turning off on it's own. They reported pushing the codesummary button and then it would sometimes shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.